Manufacturer narrative:
Type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. The complaint is confirmed for one (1) of one (1) returned roi-a cag med h14mm 23x26mm 6 (pn: ir2426p) for the reported failure of being jammed with an anchoring plate. The complaint is confirmed for one (1) of one (1) returned roi-a anchoring plate m (ir2008t). Per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions. A complaint history search was performed and yielded no other complaints for the reported part numbers or any of its associated lots. The devices used tor treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. A definitive root cause cannot be determined. Reference report: 3012447612-2020-00579.

Event description:
It was reported that during the procedure there the was a mating issue between the anchoring plates and the inserter, the plate would not advance past the end of the inserter. Alternate inserter, cage and anchoring plates were used to complete the case. There were no reported patient impacts. However, device evaluation by a zimmer biomet employee found the cage and anchoring plates to be jammed together. This is report one of two for this event.